Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant was returned for analysis. The catheter portion of the stent delivery system (sds) was not returned. The reported stent dislodgement was able to be confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the side struts of the previously implanted stent resulting in the reported failure to advance. Interaction with the previously implanted stent resulted in the reported difficulty to remove, and ultimately resulted in the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: dilatation catheter: 2.0 x12 mm trek ; guide catheter: 8f guiding catheter; 15 mm snare device. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex (cx) artery. The 3.50 x 18 mm alpine rx stent delivery system (sds) was advanced to the cx; however, it would not cross through the side struts of a 3 x 23 mm unknown stent that was previously implanted in the left main and proximal left anterior descending artery. The alpine stent became trapped on the 3 x 23 stent and when the alpine was retracted, resistance was felt and the stent dislodged. A 2.0 x 12 trek balloon dilatation catheter (bdc) was used in an attempt to retrieve the dislodged stent but was unsuccessful. The alpine stent implant migrated to the distal aorta and iliac area. A 15 mm snare device with an 8f guiding catheter was then used to successfully retrieve the dislodged stent. No additional information was provided.